Event description:
It was reported that the scale is inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.